Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low shock impedance less than 20 ohms. The local area field representative reported the patient was previously placed in hospice care and all tachy therapy was programmed off per physician order. There are no plans for a lead revision or further intervention and the physician plans to continue monitoring the situation. No adverse patient effects were reported.